Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted in 2014 with an afx bifurcated, suprarenal, infrarenal, and two limb. Recently, it was noted that the patient presented with an endoleak type iiib. The physician elected to reline the patient with an ovation main body, and two iliac limb to resolve the leak. The patient experienced an occlusion in the left limb with is captured in a separate report. Occlusion was resolved and patient is doing fine.